Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') and cystoscopy ('cystoscopy surgery') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion done concomitantly with novasure ablation." The patient's medical history included pulmonary hypertension. Concurrent conditions included pelvic pain, uterine bleeding, endometriosis, uterine fibroid, menorrhagia, adenomyosis and endometrioma. Concomitant products included nifedipine since 2011. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss -specify which one: weight gain."), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrualbleeding)") and pelvic pain ("pelvic pain") and was found to have cystoscopy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,repeat ,multiple surgeries). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, abdominal pain lower, abdominal pain, fatigue, menorrhagia, weight increased, pelvic pain and cystoscopy had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystoscopy, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure devices which are positioned within the uterine cornua and isthmus with approximately 50 percent of the device within the endometrial canal. The plaintiff received treatment for dysmennorhea (cramping), abdominal pain, pelvic pain, menorrhagia, weight gain , fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received : reporter information updated. Events added- pelvic pain, cystoscopy. Outcome of events "menorrhagia, fatigue, weight increased, cystoscopy updated to "recovered / resolved." No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included nifedipine. Other product or product use issues identified: medical device monitoring error "essure insertion done concomitantly with novasure ablation". The patient's medical history included pulmonary hypertension. On (B)(6) 2012, the patient had essure inserted. In 2011, the patient started nifedipine at an unspecified dose and frequency. On (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss -specify which one: weight gain."), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, abdominal pain lower and abdominal pain had resolved and the fatigue, vaginal haemorrhage, menorrhagia and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: follow-up 2 and 3 processed together. Mr received. New event added-endometrial ablation performed concomitantly with the essure micro-insert implantation nos. New reporter contact information was added. On 17-sep-2019: follow-up 2 and 3 processed together. Pfs received : new events added : "abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), abdominal pain lower, abdominal pain , fatigue , weight gain / loss -specify which one: weight gain. ". Outcome of events, "dysmenorrhea (cramping), abdominal pain lower, abdominal pain" were changed to "recovered/resolved". Patient's demographics were added. Patient's information was updated. Product indication updated. Essure removal date was added. Lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.